Manufacturer narrative:
The event occurred on an unspecified day in (B)(6) 2021.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing of an unspecified quantity of y type blood/solution admin. Sets. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not received for evaluation; therefore, a device analysis could not be completed for those samples. However, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity and leak tested under water with no issues observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.